Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It has been more than eight years since the subject device was manufactured. As to a probable cause of the reported phenomenon, it is surmised that the deterioration of the electrical circuit board might have caused the malfunction. Or it is surmised that the reported phenomenon was due to the electrical contact failure caused by the improper connection to the main unit or adhesion of a foreign object. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed from the user that during the unspecified timing, the scope communication error b30 occurred. There was no report of patient injury associated with the event.